Event description:
It was reported that the attachment with the report of bearing detachment. At the time of the report, there was no known impact to a patient.

Manufacturer narrative:
H3:product analysis:evaluation confirmed that the tip bearing was broken and it came off. The likely cause of failure could not able to determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis (correction): evaluation confirmed the reported malfunction of the tip bearing being broken and came off. The likely cause of the failure could not be determined. However, it was noted that there were scratches and dents found during visual inspection. B5: the event description was updated based on the additional information received from the communication. H6: the fdp, ime and imf codes were updated based on the additional information received from the communication. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from follow up stating that the event occurred during post operation and there was no patient or staff impact.